Manufacturer narrative:
On 2021/05/12 information was received for investigation by olympus (B)(4) as follows. Details of testing / analysis(olympus (B)(4)). The disposable product didn't received, and the following shall be analysize according to the photos submitted by fse; the probe of the product was broken, and the teflon grasping part was bulged. The frequency and intensity of the disposable product can not be judged. Cause: the damage of the grasping part may be caused by the excessive clamping load of the grasping part during the energy excitation process of the electric knife, or the scratch of the grasping part may be caused by the damage of surgical instruments during the operation. When the clamping load increased, the grasping part will split from the scratch position, resulting in the fracture of the grasping part. Conclusion: it was not a quality problem. On 2021/05/18 olympus (B)(4) quality assurance investigated this event as follows after receiving the information from field engineer. Repair history of the item. Repair history: no repair record since it is a single-use product occurrence of similar event in this facility. Tb-0535fc of this hospital has not been repaired for this event since it is a single-use product. No item will be sent to olympus medical systems corp. (Omsc). The subject device was not returned to omsc for investigation. However, the subject device was not returned to aomori olympus for the following reasons: the disposable products that have been opened and used will not be sent to the qis department. Refer to # dl21180089-2. Therefore, an investigation was carried out based on the confirmation result from s-bc. It was confirmed that the probe had fallen off from the attached image. It was confirmed from the image that the lot number was 0xk 25. Refer to # (B)(4). It is possible to infer the cause from the results of past similar investigations, therefore it was determined that an investigation using equipment with similar structure or similar device is unnecessary. The device history record for the serial number indicated no anomaly with the event-related items below. [Inspection] high-frequency output. [Inspection] appearance. Labeling review: as a result of checking the instruction manual, the following descriptions related to this event were found. This event is warned by the instruction manual. Drawing number and revision number of IFU: rc2055 05. Do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. The thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone. Do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities. Conclusion summary: the exact cause of the event couldnt be exclusively identified. However based on the past similar case, the probe broken was possibly occurred due to contact with a surgical instrument or the non-insulated area of grasping section. The detailed mechanisms are shown below. Contact with a surgical instrument: during output in seal & cut mode, the probe came in contact with hard tissue, metal or a surgical instrument. Consequently, a scratch was made on the probe. The probe received an output load in seal & cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch. The probe broke when added load. Contact with non-insulated area of grasping section: the intensively worn of the tissue pad could have happened because seal & cut output was activated while grasping nothing with the grasping section and the probe tip, or kept activating the output after a transection of tissue. The tissue pad was worn away, causing the non-insulated of the grasping section to touch the probe. Seal & cut output was activated under this situation, then the scratches indicating that the probe and grasping section were in contact with each other were made. The probe received an output load in seal & cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch. The probe broke when added load.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user facility on (B)(6) 2021 that during an unspecified procedure using the subject device, the probe was broken off outside the patient. The subject device was used with usg-400. The intended procedure was completed with another device. There was no patient injury reported.